Event description:
It was reported that during an iliac stenting treatment procedure with an express biliary ld premounted stent system, the stent came off the balloon prior to inflation. The physician was advancing the expres biliary stent through two previously placed stents when it became caught on one of the previously placed stents. When the physician attempted to manipulate the stent to the proper placement, it came off of the balloon. The physician deployed the express biliary stent along side the previously placed stents. The procedure was successfully completed with another express biliary stent with no pt complications. The current pt status is reported as 'fine'.

Manufacturer narrative:
The complainant indicated that the stent remains in the pt's body and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The shop floor paperwork has been reviewed and no issues were noted that would have contributed to the complaint reported.